Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the 45-day follow up, computed tomography (CT) imaging showed the closure device shifted proximally and had a small leak measuring less than 3mm. The closure device still appeared to meet position, anchor, size and seal (pass) criteria; however, the position was on the more proximal side. No intervention was required. The physician kept the patient on their medication regimen of plavix and aspirin and will reassess in a few months at the next follow up.